Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "before use, the tube was placed over the bronchoscope, but this failed because the tube was too narrow. Then another one was used and the same thing happened. With the third tube, it worked fine. The patient suffered no consequences from the short delay."

Event description:
It was reported that: "before use, the tube was placed over the bronchoscope, but this failed because the tube was too narrow. Then another one was used and the same thing happened. With the third tube, it worked fine. The patient suffered no consequences from the short delay." Associated complaints 8040412-2024-00174 and 8040412-2024-00173.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.